Manufacturer narrative:
The reason for reoperation is rupture and capsular contracture, baker grade unknown. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown and rupture. Device remains implanted.